Manufacturer narrative:
Patient specifics with regard to gender, age, and weight were not provided. The doctor observed that the crown was not seated properly, immediately removed it, and then cleaned the cement from the tooth; however, the cement which had set up inside of the crown could not be removed. A new crown was made and the patient returned to the dental office on (B)(6) 2013 for final cementation. The new crown was cemented using maxcem elite, without further incident. To date, the patient is doing fine. Lot number 4690551 has been identified as an affected lot which is part of an ongoing maxcem elite recall; therefore, no further evaluation is necessary.

Event description:
A doctor alleged that the cement had set up too quickly while seating a patient's crown.